Manufacturer narrative:
Investigation summary: issue: discrepant results for hemoglobin for one pt sample. The instrument in use was a cell-dyn 1800 analyzer. Daily qc was in range. The customer was unable to say if the sample was clotted. The customer contacted a field service rep (fsr) who requested a field repair activity be opened. No add'l data was avail. The fsr visited 2008, and verified the issue (reading of hgb flow cell was out of range). The hgb flowcell was cleaned and associated verification procedures were done. The instrument was performing to specification for precision and qc runs. The cell-dyn system 1800 operator's manual, 07h80-01, rev d: the value of 7.5 g/dl should have generated a dispersional data alert as it is out of the normal adult range (appendix b, page b-3). Pt limits sets and panic limits can be set by the operator to suit the normal ranges found in the population served by the lab. The operator manual recommends: that one pt limit set or the panic limits be used to enter instrument-specific lab action limits. A result that falls outside a lab action limit can also indicate the need for the operator to follow a lab protocol, such as repeating the sample, performing a smear review or notifying the physician (p 3-25), inaccurate hgb readings may be caused by contamination of the hgb flow cell with organic residue. The corrective action is to clean the flow cell (page. 10-36). Cleaning the flow cell is an "as-required" maintenance activity (pages 9-35 to 9-38). Trending: a review of complaint reports, for the period 2007 through 2008, did not indicate any adverse trend with the cell-dyn 1800, list base 07h77-01, for issues with discrepant results on multiple parameters. Labeling: the event is addressed in the cell-dyn 1800 system operator's manual 07h80-01, rev d section 3: principles of operation: parameter data flags: dispersional data alerts: p 3-25 section 5: operating instructions: setup instructions: pt limit sets: p 5-18 to 5-21, specimen analysis: p 5-51, specimen stability & specimen collection: 5-52 section 9: service and maintenance: as - required maintenance: cleaning the hgb (hemoglobin) flow cell: 9-35 to 9-38, section 10: troubleshooting and diagnostics; index of error messages and conditions: data problems; inaccurable hgb readings: 10-36 appendix b: reference tables; table b-2: reference intervals (normal values) for automated blood counters; b-3. Conclusion: the device involved in the issue was evaluated. Service discovered that the flow cell reading was out of range and this part was replaced. The analyzer was cleaned and associated verification procedures were performed with acceptable results. There was no impact to pt management reported due to this issue. This is the final report. End of report.

Event description:
The customer states that a pt sample tested using a cell-dyn 1800 analyzer generated a low hemoglobin result of 7.5g/dl. The sample was sent to a reference lab obtaining a higher result of 12.6 g/dl (test method not provided). There was no adverse impact to pt management due to this issue. Service was dispatched to troubleshoot the issue.